Event description:
It was reported that a lead insulation anomaly was observed between proximal and distal coil during patient's upgrade. No electrical anomalies were noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.